Event description:
Arthroscopy, knee pain; knee swelling. Information was received on 22-aug-2006 from a male patient with a medical history of arthroscopic surgery in 1991, and osteoarthritis of the patella. Over a one year period (dates unknown), the patient received two synvisc injections and experienced orange synovial fluid. In 2006 and again five months later, the patient underwent arthroscopic surgery. The patient stated that continues to have pain and swelling in the knee. At the time of this report, the patient had not yet recovered from the pain and swelling of the knee.